Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via their implanted pump for intractable spasticity and multiple sclerosis. It was reported that the patient experienced symptoms regarding an infection. It was unknown if the infection was confirmed. The reporter (consumer) did not recall the symptoms or the location of the infection and felt that information should come from the hospital or healthcare provider (hcp). The change in therapy/symptoms occurred gradually. It was noted that the pump was filled when it was implanted on (B)(6) 2016 and the pump was due for a refill at the time the patient found out about the infection. The patient received both oral and intravenous (IV) antibiotics. The total device system was explanted on (B)(6) 2016. Regarding outcome, it was indicated that the infection was being addressed by an hcp. The patient was to see both of his pump managing hcps in a couple of days for follow-up. The patient was considering contacting the hospital pathology lab and inquiring on the status of what they did with the device once it was removed. The type/manufacturer of baclofen and drug lot number of baclofen was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.